Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had the rubber stopper remain in tube (stopper/shield separation) occurring 5000 times. The following information was provided by the initial reporter: "rubber getting stuck, while removing cap, and only plastic part is coming off".

Event description:
It was reported during use the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had the rubber stopper remain in tube (stopper/shield separation) occurring 5000 times. The following information was provided by the initial reporter: "rubber getting stuck, while removing cap, and only plastic part is coming off".

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to decapping as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.